Event description:
It was reported that during atrial lead revision, it was noted that the right ventricular lead was also dislodged. The lead was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.